Manufacturer narrative:
Product complaint (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product complaint (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as it was reported by a healthcare professional, during a stent-assist aneurysm embolization, the stent of a 4.5x22mm enterprise (enc452212, 11142279) could not be withdrawn into the 150/5cm prowler select plus microcatheter (606s255x, 30210853) though it deployed incompletely. When the catheter and stent arrived at the target position, the physician turned back the mc a lot and the stent deployed a lot. However, the physician thought the position where the stent deployed was not well enough. Then, he tried to withdraw the stent into the mc (pushed the catheter in the same time) to adjust the deployment position. But the physician found the stent ¿hard¿ to be withdrawn into the catheter. Only 4/5 of the stent was withdrawn to the catheter. The physician had to pull back the stent and mc together out of the patient¿s body, causing target position was lost. Another new stent and microcatheter from the same product code was used to complete the procedure. The new another catheter and stent was same code with the problem ones. There was no patient injury reported. Vascular detail position is +f2:n2. Additional information received indicated that the devices were inspected for damage prior to use and prepped as per the instructions for use (IFU). The stent had not been deployed beyond the re-capurability limit listed in the instructions for use (IFU). No excessive force had been applied to the device. The mc did not kink or bend at any time. When the devices were removed from the patient, there were no damages on any part of the devices. Adequate flush had been maintained through the devices. There was no prolongation of procedure due to the event. The concomitant devices functioned as expected. The target vessel was reported as being tortuous. No additional intervention was needed to remove the devices from the patient. A non-sterile prowler select plus 150/5cm was received inside of a pouch. The EU 4.5x22mm stent 12 mm dw tip was found partially inside of the received prowler select plus. The prowler select plus 150/5cm was inspected. The hub was inspected, and no damage was noted on it. The body was inspected and its was found in good normal conditions. The distal tip was inspected, and it was found in good normal conditions. The ID and the od from the microcatheter were measured and were found without specification according to document es00575 rev ak, due to the hub could not be measured. The hub ID could not be measure due to the EU 4.5x22mm stent 12 mm dw tip (was found partially inside of the received mc. The received mc was flushed using a lab sample syringe. After that, the unit the EU 4.5x22mm stent 12 mm dw tip was move through the received mc and it advance, a slight resistance/friction was felt. When the stent could pass through the received mc some residues of biological material was found on it. A manufacturing record evaluation was performed for the finished device 30210853 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿catheter (body/shaft) - resistance/friction with loss of cerebral target position¿ was confirmed due on the functional test a slight resistance/friction was felt when the enterprise was move through the received prowler select plus. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. The condition (dry blood and dry saline solution residues) noted on the stent may have contributed to the failure and may have be related with an insufficient flushing, however this cannot be conclusively determined. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided. However, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics (tortuous) and device selection may have contributed to the reported issue. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including occupation, phone, and fax, was not reported. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00987.

Event description:
As it was reported by a healthcare professional, during a stent-assist aneurysm embolization, the stent of a 4.5 x 22 mm enterprise (enc452212, 11142279) could not be withdrawn into the 150/5 cm prowler select plus microcatheter (606s255x, 30210853) though it deployed incompletely. When the catheter and stent arrived at the target position, the physician turned back the mc a lot and the stent deployed a lot. However, the physician thought the position where the stent deployed was not well enough. Then, he tried to withdraw the stent into the mc (pushed the catheter in the same time) to adjust the deployment position. But the physician found the stent ¿hard¿ to be withdrawn into the catheter. Only 4/5 of the stent was withdrawn to the catheter. The physician had to pull back the stent and mc together out of the patient¿s body, causing target position was lost. Another new stent and microcatheter from the same product code was used to complete the procedure. The new another catheter and stent was same code with the problem ones. There was no patient injury reported. Vascular detail position is +f2:n2. Additional information received indicated that the devices were inspected for damage prior to use and prepped as per the instructions for use (IFU). The stent had not been deployed beyond the recuperability limit listed in the instructions for use (IFU). No excessive force had been applied to the device. The mc did not kink or bend at any time. When the devices were removed from the patient, there were no damages on any part of the devices. Adequate flush had been maintained through the devices. There was no prolongation of procedure due to the event. The concomitant devices functioned as expected. The target vessel was reported as being tortuous. No additional intervention was needed to remove the devices from the patient.